Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to fisher & paykel (B)(4) for evaluation. The returned complaint chamber was visually inspected. Results: the visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension, rather than being cut. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedset tube occurred after release for distribution. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that there was water leakage at the connection between the chamber dome and the water feedset tube of an mr290 humidification chamber after 7 days of use. No patient consequence was reported.